Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the ER after receiving shocks. The electrograms revealed noise on the lead. The lead was capped.